Manufacturer narrative:
Device used for treatment, not diagnosis. Additional classification code: dzl. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products: matrix mid-face plates (part # unknown, lot # unknown, quantity of 7); matrix mid-face mesh (part # unknown, lot # unknown, quantity of 1) and matrix mid-face screws (part # unknown, lot # unknown, quantity of 39). Therapy date: (B)(6) 2017. (B)(4): the surgeon had to burr down the screw shaft. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was returned. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an noe (nasal, orbital, ethinoid) procedure for traumatic facial reconstruction, the heads of three matrix mid-face screws broke off in the frontal bone while being inserted. The heads of the screws broke off and were discarded; the distal ends of the three screws remain implanted. The surgeon burred them down flush with the frontal bone. There were additional screws available to use to complete the procedure. There was a ten minute delay to burr down the broken embedded screws. The patient was reportedly stable following the surgery. It is unknown in which of the plates the screws broke. This complaint involves three devices. Concomitant medical products: matrix mid-face plates (part # unknown, lot # unknown, quantity of 7); matrix mid-face mesh (part # unknown, lot # unknown, quantity of 1) and matrix mid-face screws (part # unknown, lot # unknown, quantity of 39). This complaint is 3 of 3 for (B)(4).